Manufacturer narrative:
Radiometer investigation looked into the supplied data logs, the quality control logs (over the last 12 months), the calibration logs (for one sensor casette), and the system message, which do not show any abnormality or malfunctioning of the abl90 measurement on na. No evidence of general malfunctioning of na results according to system message, quality control and calibration logs. Root cause is something other than the device or usage. Therefore, this event does not meet the criteria of a MDR reportable event.

Manufacturer narrative:
Information from complaint handler: date of incident is dated 12 months back from 2024-05-03 to 2025-06-19.

Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer has expressed concerns with sodium (na) results going back 12 months. At present, this has been identified across two abl90 flex plus analyzers, where two ct1-cases are raised, this current (B)(4) with analyzer serial number (B)(6), and the other as (B)(4) with analyzer serial number (B)(6) data file log provided by customer contains the same measurements for both cases. No reports of death or serious injury.